Event description:
It was reported during the procedure, while ablating with the catheter,the physician noticed saline dripping from the handle. The catheter was replaced with no further problems on no consequences to the pt.

Manufacturer narrative:
Investigation of the returned device confirmed a leak in the handle of the catheter caused by the lumen breaking at the edge of the catheter handle in the protecting tube. Review of the device history records confirmed there was no issue related to complaint during mfg process. A quality improvement project was initiated to address this issue. (B)(4).